Event description:
On 06/04/2024, it was reported by an arthrex employee via (B)(4) that an ar-9618-24 24 mm primary reamer was dull. This occurred during a case. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the cutting edges were dull and chipped. The shaft has abrasions marks around it and laser marks were faded. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. The device was manufactured in 2019.